Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device needle detached from the thread and fell into the patient's cavity. It was retrieved with the use of x-ray. There was no patient injury.